Event description:
The nurse reported to the sales rep that the screw driver broke during insertion of t2 locking screw in t2 femur.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.